Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call that the customer was hospitalized due to hypoglycemia. Blood glucose level at the time of admission was not provided. Caller stated that the customer was not wearing the insulin pump, but did not specify for how long. The insulin pump was not replaced or returned for analysis.